Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection and underwent surgery (date not reported) for an abutment change.